Event description:
It was reported a spectrum pump would "infuse too little". It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and there fore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.